Manufacturer narrative:
Zoll has not yet received the autopulse lifeband in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Additionally, review of the archive data retrieved from the returned autopulse platform (sn (B)(4)) contained no recorded user advisory error message or fault related to the customer report of the platform unable to perform compression upon power up, or the lifeband unable to retract around the reported event date of (B)(6) 2017. The reporter was unable to provide the lifeband lot number, thus a historical review of reported complaints was not performed.

Event description:
It was reported that the autopulse platform (sn (B)(4)) was tested during shift check. The platform was powered on; however, the platform did not retract the lifeband when the user pressed the green button. Thus, the platform did not perform compression. Additionally, the reporter also reported internal noise coming out of the motor was also observed at the time of the event. No patient was involved. This report references the issue of the lifeband unable to retract. The report of the platform unable to perform compression after power up is referenced under MFR # 3010617000-2017-00786.